Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" error message on the adc device and then experienced dizziness and lost consciousness. The ambulance was called and the customer was provided with unspecified treatment to rise their blood glucose. A short time later, the customer's blood glucose dropped again and they were taken to a hospital where they were hospitalized and received unspecified treatment to raise the glucose. No further information was provided.